Event description:
The failed pump with remodulin was removed by the surgical team and given to the medtronic team in a biohazard bag for a study and failure evaluation. A replacement pump was implanted. No harm to patient. This pump was placed six years ago. The patient noted that the pump's "critical alarm" went off and she was directed to the ER for pump interrogation.